Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: (B)(6) UDI: ((B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.